Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: on investigation there is evidence of moisture ingress observed on the display screen inside the pump. The battery compartment is cracked at the threads on the side and below the grip pad. A leak test failed due to a battery compartment leak at the site of the crack. On investigation, the pump powered on for testing. The pump case was removed for further investigation and revealed further moisture corrosion on the printed circuit board and on the continuous glucose monitoring module. Unrelated to the original complaint the display was noted to be dim/faded and discolored.